Event description:
It was reported that a tego¿ connector was reported to have a flow issue during patient use. The reporter stated that, "there are crooked threads, high resistance, and poor flow both in and out through them. We experience poorer quality as blood easily sticks around and cannot be mechanically washed away." There was no patient harm reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Manufacturer narrative:
The complaint of no flow / can't prime / difficult to prime on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.